Manufacturer narrative:
(B)(4). Returned meter evaluated with no defects found. Most likely underlying root cause of malfunction: user's test strip had poor storage.

Event description:
Customer complains of "lo" results. Customer states that he feels physically fine, denies the need for medical attention. The customer's expected blood results are 120-160mg/dl fasting. Verified test strips expire 05/28/2018. Customer's test strips are being stored in the kitchen and opened vial date (B)(6) 2015. Reviewed meter memory: 1: lo (B)(6) 2015 04:55:00 pm fasting: yes. Memory concerns:customer is concern with the lo blood results that this meter is giving. Customer calling states that his meter is giving a lo blood result. Customer then states that he went to his dr. 30 mins later and they run a blood test and the results were in the 200s. Customer states that his dr. Gave him another trueresults meter and he got home and run a test strips with the new strips and got lo blood result again. During a follow up call made (B)(4) 2015, it was offered to run a control test but customer refuses. Customer did not want to go through troubleshooting the meter and running the control solution test. Customer states that the did not want to go through all of that right now because the meter is still not working I ask the customer if I could call him at another time but customer states no. I offer to replace the meter for the customer but customer states no. Customer just don't want to be bothered.